Event description:
It was reported that a patient experienced a pericardial effusion. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. Upon delivering the energy in basket shape, the physician noticed that the coronary sinus pacing catheter lost capture. The physician decided to proceed with the procedure and ablation was delivered on the left inferior pulmonary vein. Then, the physician moved to the right inferior pulmonary vein and when energy was delivered, the non-boston scientific patient interface unit (piu) failed and would not restart. The physician wanted to continue with the procedure, however, the intracardiac echocardiography (ice) catheter used would not work due to the issue with the piu so it was replaced. When the new ice catheter was placed in the right atrium, a pericardial effusion was noted. A pericardiocentesis was performed, and approximately 2000 ml of fluid was removed from the pericardium and then reinjected into the patient using a cell saver device. The patient had to be admitted to the hospital for further recovery. The patient fully recovered from this event. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the cardiac perforation and pericardial effusion are a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of pericardial effusion and perforation, cardiac are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of cardiac perforation and pericardial effusion are a known inherent risk of the farawave device. Cardiac perforation and pericardial effusion are an expected procedural complication addressed within the IFU for the farawave. Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were observed. Next, the catheter was functionally tested and deployed as expected. Finally, the catheter was successfully flushed with no issues. Overall, testing did not find any defects or evidence that the device malfunctioned in a way that could have caused or contributed to the event. The allegation in the complaint could not be confirmed.

Event description:
It was reported that a patient experienced a pericardial effusion. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. Upon delivering the energy in basket shape, the physician noticed that the coronary sinus pacing catheter lost capture. The physician decided to proceed with the procedure and ablation was delivered on the left inferior pulmonary vein. Then, the physician moved to the right inferior pulmonary vein and when energy was delivered, the non-boston scientific patient interface unit (piu) failed and would not restart. The physician wanted to continue with the procedure, however, the intracardiac echocardiography (ice) catheter used would not work due to the issue with the piu so it was replaced. When the new ice catheter was placed in the right atrium, a pericardial effusion was noted. A pericardiocentesis was performed, and approximately 2000 ml of fluid was removed from the pericardium and then reinjected into the patient using a cell saver device. The patient had to be admitted to the hospital for further recovery. The patient fully recovered from this event. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were observed. Next, the catheter was functionally tested and deployed as expected. Finally, the catheter was successfully flushed with no issues. Overall, testing did not find any defects or evidence that the device malfunctioned in a way that could have caused or contributed to the event. The allegation in the complaint could not be confirmed and the effusion is considered to be a known inherent risk of the farawave device.

Event description:
It was reported that a patient experienced a pericardial effusion. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. Upon delivering the energy in basket shape, the physician noticed that the coronary sinus pacing catheter lost capture. The physician decided to proceed with the procedure and ablation was delivered on the left inferior pulmonary vein. Then, the physician moved to the right inferior pulmonary vein and when energy was delivered, the non-boston scientific patient interface unit (piu) failed and would not restart. The physician wanted to continue with the procedure, however, the intracardiac echocardiography (ice) catheter used would not work due to the issue with the piu so it was replaced. When the new ice catheter was placed in the right atrium, a pericardial effusion was noted. A pericardiocentesis was performed, and approximately 2000 ml of fluid was removed from the pericardium and then reinjected into the patient using a cell saver device. The patient had to be admitted to the hospital for further recovery. The patient fully recovered from this event. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.